Event description:
New information received states that there was no complaint on the pulse generator. The complaint was the lead. The patient was stable after lead revision.

Event description:
It was reported that one day post implant procedure, high thresholds and loss of capture were noted. The lead was repositioned values were good. On (B)(6) 2017 at post check high ventricular thresholds were noted, they were variable especially with change to posture. The patient would be monitored over the weekend. The patient did not experience any symptoms from the loss of capture.